Event description:
We have eight trilogy 202 ventilators at our facility and this alarm has plagued most of them, though it has not always been recorded into their respective files. Here is the problem:either during setup or during use, a "low oxygen flow" error and a "low oxygen error" message is given when the 100% oxygen button is depressed. These messages will appear within 5 minutes.another scenario is that a "low oxygen flow error" will occur simply by running the ventilator. This happens within 5 minutes of use; the difference being, no 100% oxygen button was selected.